Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 4.4, 6.5, 5.6. Date: (B)(6) 2014, inratio: 7.4, lab: 9.74. The first three inratio tests were performed in the morning. About 5 hours later the lab testing was performed and then the final inratio result was within the hour following the lab testing. The therapeutic range: 2-3. Based on the lab result, patient was treated with vitamin k, and medication was withheld. Treatment provided was not related to values obtained on the inratio.